Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient presented concerns of ruptured implant and imc drop" and "surgery confirmed ruptured implant". This record is for the left side. The device has been explanted and replaced. Reporter declined device return.